Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22338. It was reported that the patient presented for follow up with a loss of capture exhibited by the left ventricular lead. It was also noted that the right ventricular lead exhibited elevated capture threshold. A chest x-ray confirmed that both leads had pulled back. The patient was scheduled for lead revision and the leads were explanted and replaced. The patient was in stable condition.